Event description:
It was reported via phone call that the insulin pump alarmed button error. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. No button error alarm noted. The connector at the lcd board was found locked. No moisture damage or corroded keypad traces noted. The insulin pump has cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.